Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following the intraocular lens (iol) implant procedure, patient had light sensitivity, decreased near vision, glare and diminished vision. The lens was exchanged with an unknown advanced technology intraocular lens (atiol) after the initial implant procedure. The clinical reason for explantation was mechanical complications of the iol. Additional information received stating that the lens was exchanged with non-company lens. In the surgeon¿s opinion mechanical defect of iol contributed to the event.

Manufacturer narrative:
The lens was returned adhered to a steam indicator strip inside a sealed noncompany blue pouch. One haptic was bent in the distal are in dried viscoelastic. The lens was cleaned with klrp for further evaluation. The lens released from the paper. Dark ink transferred from the paper strip to the posterior of optic. Recleaned the lens with klrp. The transferred ink was removed. The bent haptic relaxed into the original position. No damage was observed to the lens. A dimensional inspection (plan view) was conducted. The lens was within the specification per the approved template. Product history records were reviewed, and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100 percent assessment of the power (sphere and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The lens was retested and verified by an engineering technician for power (sphere and cylinder) and optical resolution. The lens met specification for a company (1.50 cyl.) 22.5 diopter (add power +2.2/+3.2 diopter) lens. The multifocal toric company (1.50 cyl.) 22.5 diopter (add power +2.2/+3.2 diopter) was removed and replaced with a non-toric enhanced monofocal lens design, 22.5 diopter. Due to the exchange of a multifocal toric 22.5 diopter lens for a monofocal toric 22.5 diopter lens, this suggests that a non-toric enhanced monofocal lens design as the replacement lens may have been an improved choice for the patient's vision needs. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).